Event description:
As reported by the sales rep per the user facility: after successful IV start, nurse set stylette down on bed, while disregarding the stylette, the nurse noticed her finger was bleeding, the "safety device did not engage all the way." Product was discarded, no further information about product is available. Additional information provided by the facility indicated the nurse is fine and all protocol bloodwork testing performed is negative. The lot number and the exact item number remain unknown.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer.